Manufacturer narrative:
(B)(4). The carefusion tech will evaluate the alleged, failed part if it is returned to the MFR.

Event description:
The customer reported that during routine biomed testing, they found that fio2 would not go below 25% when set at 21%. No patient involvement.